Event description:
It was reported that the patient received inappropriate shocks, caused by oversensing, due to a fractured lead. Additional information was later received reporting the lead was explanted due to high impedance. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; partial lead in segments was returned and analyzed. Other text : it was reported that the patient received inappropriate shocks, caused by oversensing, due to a fractured lead. Additional information was later received reporting the lead was explanted due to high impedance. The lead was capped and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination, component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate .